Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 30 minutes into the hemodialysis treatment with polyflux 170h, the patient experienced chest tightness and shortness of breath. The symptoms were mild and relieved after oxygen inhalation. The patient was given 3ml of dexamethasone intravenously and after 30 minutes the patient's symptoms gradually improved. No additional information is available.